Event description:
Attorney reported: in 2007 - the pt underwent a ventral hernia repair procedure with placement of a composix e/x mesh patch. In 2009 - the pt presented to the hosp with severe abdominal pain and gastrointestinal bleeding. The mesh had contracted and rolled towards the viscera and had eroded into several loops of small bowel. The pt's surgeon removed portions of the mesh after discovering multiple adhesions between the mesh and the omentum, colon and small bowel. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.